Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
The patient's hip was revised due to suspected infection. An I & d was performed and the insert and the head were exchanged. The infection was confirmed.

Event description:
The patient's hip was revised due to suspected infection. An I & d was performed and the insert and the head were exchanged. The infection was confirmed.

Manufacturer narrative:
The other device listed in this report: cat. No.: 623-00-36e, trident 0° x3 insert 36mm ID lot code: mnra55. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device is disposed of at hospital.